Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have mechanical indentations/burrs at the grip tips. Additionally, the instrument was found to have a frayed grip cable at the distal end. The complaint regarding the customer noting a tiny piece of the tip missing from the prograsp forceps instrument was confirmed by failure analysis. Advanced failure engineer reviewed the images provided by the customer and determined that the mechanical indentation appeared to indicate a potential fragment. The indentation on the grip appeared to divet and the break surface was clean. There was no excess material around the indentation that would indicate the indentation just pushed the material. Therefore, a piece is likely missing and there is a potential fragment.

Event description:
It was reported that during central processing, the prograsp forceps instrument was missing a tiny piece of the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell into the patient. The issue was identified during central processing.